Event description:
It was reported that the patient wanted to have the pump taken out because "the medicine they used in it was not effective on him anymore because the problems that he had was nerve damage now." He further stated that the pump was causing some pain and discomfort. It was noted that different dosages of dilaudid had been tried, but he was getting "no pain relief whatsoever." "All of that" was noted to be fixed in (B)(6) 2012, and the patient stated that he was doing much better. The patient stated that he did not have anywhere near the amount of back pain that he was having before. The patient stated that he did lose some weight, and the pump moves around and is bothersome to him; that it twists and goes right in to his gut and it hurts. A CT scan was performed in (B)(6) and did not show indications that the catheter was kinked in any way. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).

Event description:
Additional information was received. Patient reported still having concerns with device or therapy, but has not sought further help.

Manufacturer narrative:
(B)(4).